Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. The surgeon attempted to remove the abutment using a biopsy punch over the abutment site; however, the procedure was unsuccessful. The abutment was changed in office under a local anaesthetic, on (B)(6) 2021. No infection was present, but the patient was prescribed with a topical antibiotic as a prophylactic. The implanted device remains.